Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error noted. The insulin pump was unable to verify calibration error alarm due to button keypad anomaly. The insulin pump was received with severely scratched display window, cracked case on the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error every 20 to 30 minutes and had an unresponsive keypad. The customer's blood glucose was 101 mg/dl. The customer did not observe any significant events leading to the alarm and keypad issues. The customer's most recent blood glucose was 130 mg/dl. He also reported that the insulin pump alarmed calibration error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.